Event description:
The unit was returned for evaluation due to the allegation that the device was sparking. The unit was in use by the patient at the time of the incident. There was no reported patient harm. An investigation was performed and it was determined that the molded female connector that connects the power cord to the unit had shown separation, a situation that could potentially result in electrical shock. Testing was performed on a representative sample and has indicated that the design of the power cord meets the specifications and the applicable standards for power cords.